Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the buzzer was not working. The unit was triaged and the customer¿s reported condition was confirmed. The unit was then disassembled and a component of the buzzer circuit. A formal corrective and preventative action was opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/8/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump's buzzer was not working. There was no patient injury.